Event description:
Reportedly, after the second firing with the e/gia 60-4.8, the jaw could not be opened. The surgeon released the device from the tissue with forceps and confirmed the staples were malformed and bleeding had occurred. Therefore, a new instrument was opened and fired, but the jaw could not be opened easily and the staple line broke, followed by bleeding. The site was re-stapled with an e-gia univ. And an e/gia 60-4.8. However, on the second and the third firings, the staples did not form properly and the staple line broke again. Finally, the procedure was converted to an open procedure and the fragment was reinforced with hand sewing.